Event description:
The physician attempted to deploy an endeavor sprint 2.75 x 24 mm x drug eluting stent. The target lesion had 90 % stenosis, severe calcification and was 24mm in length. The vessel tortuosity was excessive. There were no abnormalities noted during preparation of the device or inspection prior to use. The stent was advanced to the lesion but it could not pass through. The physician stated that resistance was noted when the stent was in the middle of the lesion. When the stent was removed it was reported that it was damaged as the struts were deformed. Another endeavor sprint device was used to complete the procedure. There were no patient complications reported. Evaluation summary: the 1st three proximal stent segments were intact. The remaining segments were severely deformed and elongated extending distal to the distal tip.

Manufacturer narrative:
Results: patient lesion morphology, lesion with stenosis. Failure to deliver stent and stent deformation. Conclusion: patient lesion morphology, lesion with stenosis. Failure to deliver stent and stent deformation. (B)(4).